Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. (B)(4): the medial segment of the lead was returned, analyzed, and no anomalies were found. (B)(4): the medial segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, and there was apparent explant damage.

Event description:
It was reported that the device and both leads were removed due to the presence of infection and endocarditis, which was a secondary result of a knee infection. The system was replaced. No further patient complications have been reported as a result of this event.